Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level and diabetic ketoacidosis. Customer¿s blood glucose level was 22.2 mmol/l, at the time of incidence. Customer had a symptom like nausea. Customer also stated that the ketone test was positive. Customer was on the auto mode at the time of incidence. The insulin pump will not be returned for analysis.